Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address pain and acetabular loosening. Update: medwatch received from the user facility states: painful asr, left total hip arthroplasty due to recalled depuy implant. Patient required revision of the left total hip replacement. Relevant tests/laboratory data, including dates: chromium level 4.3 mcg/l on (B)(6) 2011, cobalt level 4.0 mcg/l on (B)(6) 2011, MRI left hip (B)(6) 2011.